Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator shut down. The device was available for evaluation. The service personnel (sp) evaluated the device and found relevant diagnostic codes. The sp replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb), the line interface 2 pcb and reloaded software. The sp also disassembled the exhalation valve and reseated the exhalation valve connections. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The likely cause of the event was isolated in the field to a potential fault in the bd cpu pcb, the line interface 2 pcb and the exhalation valve. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator shut down. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3: device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator shut down. The service personnel (sp) evaluated the device and found relevant diagnostic codes. The sp replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb), the line interface 2 pcb and reloaded software. The sp also disassembled the exhalation valve and reseated the exhalation valve connections. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The service personnel (sp) inspected the ventilator and could not confirm the reported issue but found secondary issue of unrelated codes. The sp replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb), reloaded software, replaced the line interface 2 printed circuit board assembly (pcba) and disassembled exhalation valve then reseated the connections. The secondary issues are not related to reported issue of unit shutdown. The unit passed all functional tests and calibrations as per manufacturer specifications at the time of service. The bd cpu pcba and line interface 2 pcba were returned to medtronic for further analysis. The bd cpu pcba and line interface 2 pcba were visually inspected and functionally tested with no malfunction or product deficiency observed. Analysis determined no fault found. One usb flash drive, a part of line interface 2 pcb was returned to medtronic for further analysis. A visual inspection was carried out on the returned component, no anomalies were observed. The usb flash drive was again attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed the power on self test (post). Error code (logs initialization failure) was recorded in the diagnostic logs. Analysis determined usb flash drive failure. The investigation could not confirm the reported issue but found faulty usb flash drive in line interface 2 pcba as secondary issue, a cause was not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator shut down. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.